Event description:
The patient told his parents at breakfast that he was no longer able to hear on the right hand side (the patient is bi-laterally implanted). A new speech processor was sent to the patient. The patient was able to hear for approx 5 minutes and then could hear nothing further. Tesing carried out confirmed that the device has malfunctioned.